Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed the cartridge to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.